Event description:
It was reported that the customer experienced undefined sporadic pump failure alerts. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Customer declined follow up from tandem technical support. No additional information was provided.